Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the machine generated an e05 blood pump error upon power up while servicing the unit. The biomed used a spare lp955 board from an old 2008k hemodialysis (hd) machine as a replacement. However, after installing the board, a "puff" of smoke occurred, and a burning smell emanated from the unit. A visual examination of the lp955 board was performed; the board was visibly burned (charred). The biomed replaced the lp955 board to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. None of the replaced components are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomed replaced the (B)(4) board to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.